Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the blood glucose was 420, 340 mg/dl. The troubleshooting was performed for high blood glucose. The customer was kicked out from auto-mode. The insulin pump and sensor will not be returned for analysis. Frn-unk-rsvr, unomed set.